Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with an injection of ceftazidime 500 mg (frequency not reported) and amikacin 125 mg (route and frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as patient made a mistake and did not wear a mask. It was reported on an unknown date, the patient was well trained on aseptic technique. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.